Event description:
The customer reported that when they tried to make an exposure, the system displayed an overfrequency fault error message and experienced a loss of functionality. The system was removed from service. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.